Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the device never helped take away all of the patient's pain and just masked it. The patient said that it does help the pain and they weren't taking any pain medications at this time but thought pain medications would probably help a lot. The patient stated that the surgeon implanted the device so that it was bulging out in their back and the patient had to have surgery to move the implant deeper/back further but one side of the implant still sticks out. The patient said that the implant site stings when they sit down. The patient stated that after they got the device they started getting a new sciatic pain going down their butt to their leg and ankle and foot. The patient said that they felt stimulation down but the device hasn't helped cover that pain. The patient said they had a surgery with a nerve block for the leg pain and the leg pain went away for 3 months but now it was back. The patient said that one side of the device still sticks out so they were looking into a new neurosurgeon to fix it as the patient didn' t plan on returning to their current healthcare professional. Patient services (ps) reviewed that the therapy was to aid in management of pain by 50% or better, not to cure it. Ps reviewed that the device was programmed to help with what it was implanted for, not new pain but the patient should follow-up with their hcp regarding programming to cover the new pain area, if possible. No further complications were reported/anticipated.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt stated that she had went to her doctor twice because her implant was lodging into her back and it felt like it was cutting into her. Pt mentioned that when she sits down it feels like the device cuts into her and she has been in pain. Pt stated that she has lost the recharger for her implant and has been unable to charge it. Pt stated that she needs to have an MRI done but she is unable to put the device into MRI mode because she cannot charge it. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that hey have fallen many times since 2019. Additionally, the patient noted that she would like to just have the unit removed and something else put in. She stated that she has not charged for two years, and does not plan on it.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that patient had a revision due to her ins slipping out of place and was bulging out of her skin. The ins has slipped back out of place almost right away and is "tearing out of the patient's back". The patient stated that she feels like the ins is "stabbing and cutting" her and it is very painful. The patient can't even sit in a chair. The patient stated the device has created her more pain than she had before the device was implanted. The patient also stated that she has just been using her normal pain meds instead of the device. The patient stated she kind of just wants the device removed all together. No further information was reported.